Event description:
Medtronic 523 and 723 insulin pumps keep malfunctioning with "no delivery" warnings and cause blood sugar to go over 500 and requiring visits to ER. Hospital wanted to admit but I can't afford the copayment. I have had well over 20 different no delivery problems with my insulin pump and after calling tech service repeatedly I quit calling because all they do is read off a prepared script and refuse to replace with a working device. I recently began calling again because my dr. Said I had to document the problems. They have replaced my pump twice in under a year after complaining and having continuous problems. The last time in (B)(6) 2017, I received a larger, refurbished older pump than the one I had they said they no longer make the 523 I had and replaced it with a much larger pump that has even more problems with no delivery than the 523 had. I am still under warranty because medicare requires them to cover it for a year longer than their normal warranty. They know they have these problems but refuse to replace defective pumps with ones that work and are current.